Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens that had a crack, lens was removed during initial procedure and used another one. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The account indicated the use of qualified associated products. Information was provided in the file that it was unknown if the viscoelastic was at room temperature prior to the procedure. The instructions for use (IFU) instructs to only use an company ophthalmic viscosurgical devices (ovd) qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).